Event description:
It was reported that during an unknown procedure, the device's tip broke. No injury was reported to the patient. Unknown how case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.